Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that glue-like foreign matter was found in the bd saf-t-intima¿ IV catheter safety system tube after puncturing the patient and noticing a lack of blood return and fluid obstruction. Foreign matter was found on 76 catheters in total. The following information was provided by the initial reporter, translated from chinese: "the head nurse... Did not see any blood after puncturing the patient. When she pulled it out, she found that there was glue in the tube." "The glue on the tip of the indwelling needle product can not be determined as what kind of glue temporarily, but the fluid is obstructed and the liquid cannot be normally input into the patient's body. When pulled out from the patient, a gelatinous substance was visible."